Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened button dome switch. No moisture damage was found on the keypad traces, electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unknown. Customer pushed the act button and the device locked up. He replaced the battery and the device alarmed button error. The act button feels stuck. Customer is a mechanic and is on his back a lot, where he sweats and gets dirty. He was surprised the device lasted this long given the nature of his work. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.